Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized high blood glucose on an unknown date. The customer's blood glucose was 532 mg/dl. Customer stated they got insulin flow blocked alarm. Troubleshooting was declined due to insulin flow blocked alarm and high blood glucose. The insulin pump will not be returned for analysis.